Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient¿s right ventricular (rv) and implantable cardioverter defibrillator (ICD) have been oversensing noise for the past few months. The patient has received inappropriate anti-tachycardia pacing because of this. A trend of low out of range shock and pacing impedance measurements of 20 ohms and 200 ohms respectively were also noted. A revision procedure was performed and the physician noted an insulation break involving the rv lead. Part of the lead was removed and will be returned for analysis while the rest of it remains surgically abandoned in the patient. Afterwards, all measurements involving the ICD and new rv lead were acceptable. No additional adverse patient effects were reported.